Event description:
Voluntary medwatch received reported: insulin pump, tandem tslim, seems to be giving extra insulin dose when dexcom 7 sensor expires. It happens during warm up period and then my blood sugar plummets for hours. Second time this has happened. Last time was 10 days ago.